Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.

Event description:
It was reported by customer that tubing breaking near the hub. Tubing breaks and drug spills. No patient harm was noted. It was reported this occurred with four devices. This report addresses the fourth device.